Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape was found. No moisture damage was found on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. However, the pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The following cosmetic damage was also noted on the device: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that her insulin pump was exposed to moisture and that the pump immediately went blank. The patient's blood glucose at the time of incident is unknown. The customer stated that her husband dropped her pump in dish water. Troubleshooting was initiated for the pump exposure to fluid, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.